Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the femoral artery in a patient presenting in cardiac arrest with cardiopulmonary resuscitation (CPR). The patient presented in scai stage c shock and was on extracorporeal membrane oxygenation (ECMO) prior to initiation of support. The following day post-implant, the perfusionist reported limb ischemia with a plan to insert a fem-fem bypass by vascular surgery. The post-procedure outcome is unknown. The impella cp will be coded for serious injury, ischemia and surgical intervention. These findings are consistent with the clinical condition of a critically ill patient in cardiac arrest.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.